Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of haemorrhage in pregnancy ('excessive bleeding with the last child') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((dob- (B)(6))) and miscarriage. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), pelvic pain ("chronic/pelvic pain/ pain") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). Essure treatment was not changed. At the time of the report, the haemorrhage in pregnancy, pregnancy with contraceptive device, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, haemorrhage in pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received : reporter added. Vaginal haemorrhage , menorrhagia, dysmenorrhea (cramping), pregnancy with contraceptive device, device ineffective, haemorrhage in pregnancy. Severity of pelvic pain added. Lab data added. Concomitant product added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.